Event description:
The customer reported the sys displayed a precharge fail error message. This message will result in a no boot. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.